Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No rewind anomaly and no prime/fill anomaly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin was squirted after priming, insulin pump had requests for rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.